Event description:
It was reported in a letter from the FDA that was received 03/2002 that a user facility medwatach report was submitted to the office in 01/2002. Guidant learned of possible contamination of this product and notified the hospital's notification. Additional follow up with the account confirmed that the patient had a fever post implantation. The account reported that the fever was not believed to be caused by the stent, however guidant will conservatively file this event.